Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, previous cardiac surgery, and a mean pressure gradient of 2mmhg. It was noted imaging was challenging throughout the procedure. A steerable guide catheter (sgc) (30914r1095) was inserted. However, it was noted steering was difficult due to the anatomy and the sgc was unable to rotate posteriorly. The procedure was continued; an xt clip (30728r1092) was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xtw clip (30915a1065) was successfully implanted. Mr remained at a grade of 4. It was noted post procedure, after the second clip was implanted, the gradient increased to 6mmhg. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral stenosis and unchanged mitral valve insufficiency/regurgitation cannot be determined; however, mitral stenosis and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.